Manufacturer narrative:
Attempts are being made to obtain this information. Information will be provided when/if the serial number is obtained. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the unit was found not delivering breaths. The patient was removed from the unit and manual resuscitation was performed. There was no reported patient injury.

Manufacturer narrative:
Despite attempts to obtain additional information from the site, including serial number, logs, date/time of reported event, no response has been received. No further information is available for investigation.